Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 113 compared to the lab's 170 mg/dl. Tests were done 11-20 minutes apart. No further information has been reported.